Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage, with the breakaway washer uncut and without marks, and there were no staples present. Further analysis of the device showed that the trocar was damaged. However, the anvil returned allowed that the anvil assembles on the device. Once the anvil was attached to the device it was slightly difficult to remove. In addition, the device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No conclusion could be reached as to how the trocar became damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. While no conclusion could be reached as to how the uncut washer and without the staples present, it is possible that the returned anvil does not belong to the returned device.

Manufacturer narrative:
(B)(4).date of event unknown, captured as awareness date batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the anvil could not be removed before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.